Event description:
It was reported that a spectrum pump had a "door latch problem". It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification due to door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.